Event description:
While advancing the absolute, the handle was in the locked position, the internal jacket pulled back, and the stent partially deployed. The intended site was the iliac; however, the device never entered the patient's body. No additional information is available.